Manufacturer narrative:
The source of x-ray and further information related to event has been requested. The investigation is ongoing and a supplemental report will be provided. Please note this is a similar device to patient specific smiles total knee replacement (B)(4).

Event description:
It was reported by the sales representative attending the surgical procedure that the femoral component was very difficult to fit, op drawing suggested using small metal case rotating hinge tibia stem which was unable to fit the tibia, so a fixed hinge tibia had to be used. Upon examination it was noticable that the implant had been designed using x-ray 12 months old. Bone degeneration over this period was extensive. The surgeon shaved down the bumper pad with a midas rex as he was convinced this was inhibiting the hyper extension.